Manufacturer narrative:
The technician found the trend assembly was missing and the crank insert cracked. He installed a new trend assembly and replaced the crank to repair the bed.

Event description:
Info rec'd indicates the bed will not go into trendelenburg.